Event description:
An angiodynamics territory manager reported an issue with a 19cm solero applicator. It was reported that, after an ablation at 100w x 6 minutes, a "burning smell" was noted to be coming from the applicator. The applicator had been activated three times to treat a lung lesion. The procedure was completed with this device. There was no report of applicator heat damage. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. The applicator was returned with the protective foam cap over the tip. When the cap was removed, it was noted the tip was partially separated from the shaft. Upon further handling, the tip fully detached. It is unknown whether the tip had started detaching during the reported procedure or when handling the device once received.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. As received no visual defects were noted. The sharp tip of the applicator had a protective foam tip applied. When this was removed it caused the tip to separate from the shaft creating a 1.5mm. With additional force the ceramic tip separated from the applicator, but the semi-rigid components were intact. The center conductor was not compromised and no thermal meltdown had occurred. With the tip removed, the device could not be functionally tested. The burning smell may have been from the ablated tissue. The customer's reported complaint description of probe gave burning smell (defective) could not be confirmed as the returned probe could not be functionally tested. A root cause of customer experience with this device cannot be determined. The tip separation and ultimately detachment is likely due to handling damage during return shipping removal of the foam tip protector. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).